Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported the string pulled out during use leaving the pessary inside. She experienced this issue with multiple pessaries. She was able to remove the pessaries. Multiple attempts have been made to obtain further information, however no further information has been received.